Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed system logs and confirmed error 23008 pot to encoder error on master tool manipulator left (mtml) but was unable to reproduce the error during the site visit. The fse replaced the mtm as a proactive measure. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator left (mtml) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the (error 23008 along axis 2) but could confirm the issue as having occurred via field error logs. The mtm unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any error issues. Furthermore, tests performed via matlab also passed. No trouble was found with the returned unit. However, the following parts will be replaced as a precaution: axis 2 motor, a2 motor cable, axis 2 pot.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, error 23008 appeared during homing. The procedure was converted to laparoscopic procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was not checked prior to the ports being placed, and it was also confirmed that there was no troubleshooting conducted prior to the conversion to laparoscopic procedure.